Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had recurring no delivery alarms despite multiple set changes. Multiple no delivery alarms were noted in the alarm history. It was also noted that the no delivery alarm occurred during bolus and there was a crack in the case and battery compartment. The drive support cap was not damaged. Customer was advised to disconnect and the insulin pump is being replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.